Manufacturer narrative:
(B)(4).

Event description:
The patient had a lead revision performed in (B)(6) 2011 and subsequently experienced uncomfortable stimulation while stimulation was on. Additional information indicted that the patient had back surgery "several weeks ago" and the surgeon cut the lead during the procedure. The patient experienced implantable neurostimulator pocket soreness and slight swelling. There was no fever or redness. Additional information has been requested, a follow-up report will be sent if additional information becomes available.